Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
When giving the patient infusion, an indwelling needle was used, and it was found that the heparin cap connection was not tightly leaking and could not be used.